Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to the blank display. However, corrosion was noted at the keypad traces. The pump also had a corroded motor home switch, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display after possibly being exposed to rain. The caller stated that there was visible moisture under the screen and the buttons were stuck. Blood glucose level at the time of the incident was 245 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.